Manufacturer narrative:
Device evaluation- two used samples were returned for evaluation. The device was given functional testing: all were found to function with no leakage detected. The reported issue was not confirmed.

Event description:
Information was received indicating that during a pre-use check of the cadd cassette reservoirs - flow stop, the customer noticed medical fluid was leaking from the part where the connector and the tubing were connected. There were no adverse events reported.